Event description:
Reportable based on device analysis completed on 06apr2022. It was reported that the trocar could not be removed from the catheter. A flexima all purpose drainage catheter was selected for use. The trocar could not be removed from the catheter. The procedure was completed using an alternative method. There were no patient complications. However, device analysis revealed the stent had detached.

Manufacturer narrative:
Device eval by MFR: the catheter was returned with the metal cannula and trocar loaded. A tear and detachment were observed in the pigtail section of the stent. However, the detached pigtail section was still held together by the suture string. The cannula was unloaded without issues. The metal cannula was unloaded from the catheter and no resistance was felt.